Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 463 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer experienced symptoms such as nausea. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.